Event description:
A customer reported that the product presented an occlusion during the procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is expected but has not yet been received at the manufacturing site for evaluation. (B)(4).